Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number: 2648988-2026-00006: medwatch "mw5182169" was received with the following information: "integra hermetic lumbar cath. Closed tip ins5010 and integra drainage system ins8401 lumbar drain inserted and dressing placed over site. Connection between lumbar catheter and drainage system was not within the dressing. The tubing of the lumbar catheter became disconnected from the connection point. Tubing pulled free of connection point male adapter that then connects to drainage system tubing. Unclear how it became disconnected as it was reported to be functional with last assessment. Upon next assessment drainage system found to have no new output, air found in tubing, and tubing disconnected at connection point male adapter. Patient developed pneumocephalus requiring surgical intervention which was completed a planned procedure which was moved up due to pneumocephalus. Cerebrospinal fluid leak due to head trauma, history of craniotomy. Pt-4587, device-2900. Reference reports - mw5182170. Additional information was subsequently received as follows: 1. Please provide the reporting facility name. (B)(6). 2. Please provide the complete address of the reporting facility: (B)(6). 3. Can you please verify the type of procedure for which accudrain was used? Lumbar drain. 4. What is the emergent revision procedure that was performed? Previously planned surgery moved up and tension pneumocephalus addressed during the procedure: bicoronal frontal cranioplasty, skull base repair csf leak, bilateral frontal sinus exenteration, fascia lata harvest graft, fat graft, temporalis muscle flap. 5. Was there csf leakage during the incident? Yes. 6. How much csf leaked during the incident (if an exact amount cannot be provided, please provide an approximate: small amount, moderate, etc.)? Not qualified. Linen was damp, large? 7. Was the patient moved, or being moved at the time of the incident? Not being repositioned by staff at time, unclear if patient moved self in bed between assessments, but was on bedrest. 8. Please provide the patient outcome after the surgical intervention. Back to baseline after procedure.

Manufacturer narrative:
The ins5010 hermetic lumbar catheter was not returned for evaluation and there are no photos available to evidence the reported condition and establish a root cause. The device history record (DHR) review is not possible because the product lot number was not reported. The complaint description seems to report that the (female) catheter connector separated from the male luer drainage system (evd) ; however, the unit is not available to determine if the catheter¿s female luer has a defect that could cause such disconnection. Possible causes for the disconnection of these components could be related to a faulty connector (catheter¿s female luer or evd¿s male luer) or that the connectors were not appropriately tightened during product setup. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.